Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported per FDA maude report " a triple lumen bard powerpicc was placed on a pt and secured with a 5f securacath in the right brachial vein for IV fluids on a covid positive patient. On the grey lumen was found to be leaking near or at the securacath. The catheter was replaced by overwire without difficulty. Dressing changes occurred on (due to old blood) and on (due to it being moist). Flow was noted to be sluggish on both lumens.